Event description:
It was reported that the device was to be used during a patient transport. Shortly after starting ventilation, the ventilation failed. The display of the device went black and showed the error message "inop, technical failure, switch off device, inform dräger". The device was restarted and did not display any further error messages after the restart. In the meantime, the patient was ventilated manually using a ventilation bag. After the restart, transport was continued with the device. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation was based on the device examination in the dräger repair workshop and the analysis of the log file. The analysis of the log file could confirm the reported event. The device detected a temporary deviation in the supply voltage of the sensors on the sensor board, which was alarmed as a technical failure and led to a failure of the ventilation. Examination of the device in the repair workshop did not reveal any device malfunction. The device was successfully tested in accordance with the manufacturer's instructions. A specific cause for the temporary fault could not be determined. In the event of a technical problem, the device alerts the user acoustically and visually, informing them of the fault. If the ventilator stops working completely, ventilation is stopped, and the emergency air valve opens so that the patient can breathe spontaneously. To continue ventilation in such a case, an alternative device must be used. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device was to be used during a patient transport. Shortly after starting ventilation, the ventilation failed. The display of the device went black and showed the error message "inop, technical failure, switch off device, inform dräger". The device was restarted and did not display any further error messages after the restart. In the meantime, the patient was ventilated manually using a ventilation bag. After the restart, transport was continued with the device. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.